Manufacturer narrative:
Updated sections: d4,g4,g7,h2,h3,h4,h6,h10. Internal complaint number: (B)(4). The lot # 25155932 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted on 05/06/2021. Signs of clinical use and evidence of blood was observed on the base of the jaws. The heater wire was observed to be flexed away closest to the tip of the heater wire with detachment at the tip of the jaw. No other visual defects were observed. Based on the photographic inspection, the reported failure "material twisted/bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip was damaged and completely fell apart. Nothing fell into the patient. Harvester noticed the item's damaged when she changed out the hemopro extension cable. The product was replaced and not used any further during procedure. No report of patient harm.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip was damaged and completely fell apart. Nothing fell into the patient. Harvester noticed the item's damaged when she changed out the hemopro extension cable. The product was replaced and not used any further during procedure. No report of patient harm.